Event description:
It was reported that the subject's blood glucose per the surestep meter was 480 mg/dl. The subject retested their blood glucose and obtained a result of 168 mg/dl. It was reported that control solution tests had been high out of range by 10 to 20 points. No allegation of harm related to diabetes.